Manufacturer narrative:
G4: 04sep2020. B4: 08sep2020. The customer requested that a philips field service engineer (fse) be dispatched to the customer site and confirmed the reported issue. The fse evaluated the device and replaced the power management board (pm board) to resolve the issue. The device successfully passed all testing and returned to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11aug2020.

Event description:
It was reported to philips that during preventative maintenance it was determined that the unit will not operate from battery. The customer stated that when ac is removed and the unit shuts down the unit does continue to give an audible alarm. The device was not being used on a patient at the time of the event. The reported issue was found during preventative maintenance. The customer requested that a philips field service engineer (fse) be dispatched to the customer site.